Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qgmjhj and no non-conformances related to the reported complaint condition were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how was the suture placed (interrupted or continuous)? Which tissue layer, at which location was the suture, was used to close? What do you mean by "a suture leak at the incision end"? Please provide more details if suture removed, was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? Was there any adverse consequence associated with the patient? What is the patient¿s current status? According to the feedback of the sales representative, all the above answers are unknown. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a unilateral thyroidectomy due to goiter on (B)(6) 2021 and suture was used to sew the incision. Around (B)(6) 2021, the patient noticed a suture leak at the incision end, at that time it was considered that the absorbable suture would take some time to absorb and then waited for observation. On (B)(6) 2021, at 40 days since the surgery, under normal circumstances, the suture should be absorbed, but the suture was still there. The patient contacted the surgeon to check and remove the suture. At present, only the leaked suture can be treated. It was reported that the suture in the skin needs to be checked later to see if it can be absorbed. It was stated that it may not be removed until the suture leaks again, which can affect the healing of the patient's incision and can have an impact on the skin aesthetics. No additional information could be provided.